Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit was in use during an unspecified therapeutic procedure and the abdominal cavity pressure returned slowly after smoke evacuation. There were no reports of patient harm.